Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 474 mg/dl. Customer treated their high blood glucose level via insulin pump. Customer advised they entered multiple blood glucose levels on the insulin pump, but the system did not transition to deliver an auto basal. Customer advised the auto mode feature was not active during the high blood glucose episode. The insulin pump will not be returned for analysis.